Manufacturer narrative:
Visual analysis was performed on the returned device. The improper procedure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product quality issue. The investigation determined that the reported failure to retrieve the filter was due to use error. The physician per the incident details stated, ¿an emboshield nav6 embolic protection system (eps) and a non-abbott non-bare guide wire were advanced and atherectomy was performed.¿ this indicates the bare wire was not used. This is in error to the emboshield nav6 eps instructions for use (IFU) which states, ¿perform the required interventions over the bare wire filter delivery wire¿. The bare wire has a step that prevents the filter from embolism and enables the filter to be retrieved. The use of the non-abbott wire removed the ability for retrieval. Therefore, the cause of the incident is use error. The additional therapy, delay, and foreign body removal were due to case circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unknown lesion. An emboshield nav6 embolic protection system (eps) and a non-abbott non-bare guide wire were advanced and atherectomy was performed. An attempt to remove the filter was made; however, the filter slipped off the guide wire. A micro snare was used to successfully remove the filter. A final angiogram confirmed no distal embolization present. There was no clinically significant delay in the procedure. No additional information was provided.